Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00352. It was reported the patient lost effective coverage due to a physical altercation which cause the lead to migrate. The patient underwent surgical intervention on (B)(6) 2019 where the lead was repositioned back and re-anchored restoring therapy.